Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that during a routine device interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) there was noise seen on the secondary sensing vector. Technical services (ts) was consulted and discussed that all available information in the remote home monitoring system was from the current programmed primary sensing vector. Review of that information showed non cardiac artifact that might be related to postural or mechanical noise. Ts discussed there was no stored data for secondary sensing vector. The noise from primary vector should be investigated as the noise appears consistent with changes in the impedance pathway of the sensing vector and further investigations are required. Twelve months later the physician again noted noise and wandering baseline on the secondary sensing vector with oversensing. The physician found no noise on primary vector and no further events were recorded in the remote home monitoring system. The noise on secondary sensing vector could be reproduced only with patient's movements or respirations. The patient had been sent home and the field representative discussed with the physician that the patient should come back for x-ray and additional troubleshooting. Technical services (ts) was again consulted and discussed possible causes and further troubleshooting options, including surgical intervention. Therapy was programmed off in the s-ICD. A revision procedure was performed two weeks later due to oversensing of noise leading to inappropriate shocks. The physician suspected a lead conductor fracture. Subsequently the electrode was explanted and replaced. The physician opted to also explant and replace the s-ICD at the same procedure. No additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. The electrode was returned severed at approximately 101 mm from the terminal pin and fractured at approximately 327 mm from the terminal pin. The electrode was returned in three segments. The fracture was located in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that during a routine device interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) there was noise seen on the secondary sensing vector. Technical services (ts) was consulted and discussed that all available information in the remote home monitoring system was from the current programmed primary sensing vector. Review of that information showed non cardiac artifact that might be related to postural or mechanical noise. Ts discussed there was no stored data for secondary sensing vector. The noise from primary vector should be investigated as the noise appears consistent with changes in the impedance pathway of the sensing vector and further investigations are required. Twelve months later the physician again noted noise and wandering baseline on the secondary sensing vector with oversensing. The physician found no noise on primary vector and no further events were recorded in the remote home monitoring system. The noise on secondary sensing vector could be reproduced only with patient's movements or respirations. The patient had been sent home and the field representative discussed with the physician that the patient should come back for x-ray and additional troubleshooting. Technical services (ts) was again consulted and discussed possible causes and further troubleshooting options, including surgical intervention. Therapy was programmed off in the s-ICD. A revision procedure was performed two weeks later due to oversensing of noise leading to inappropriate shocks. The physician suspected a lead conductor fracture. Subsequently the electrode was explanted and replaced. The physician opted to also explant and replace the s-ICD at the same procedure. No additional adverse effects were reported.